Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to end of battery life. No device malfunction suspected. The patient was doing well postoperatively and the explanted device was discarded.